Event description:
Paramedics responded to a person, condition unknown. The device was connected to patient for 12-lead and cardiac monitoring. According to the reporter, the device intermittenly displayed dashed lines in some 12-lead reports and, at times, in all 3 leads pre-programmed to display on power-up, leads, I, ii, and iii. No adverse affects to the patient were reported as a result of the alleged malfunction.